Event description:
On (B)(6) 2012, the patient reported that the infusion device works for 20 minutes and then e2 (battery depleted) is displayed and the device shuts off. He stated no a2 (battery low) is displayed prior to e2. He stated he is using alkaline batteries in the infusion device and the battery type is correctly programmed in the device. He changes the battery 2-3 times per day and the battery cover is changed every 4 days. The issue has been ongoing for 5 months. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced. The infusion device, battery, and battery cover were requested to be returned for evaluation.